Event description:
It was reported that the customer experienced high blood glucose levels and that the reservoir was full of air bubbles. The blood glucose reading was 500 mg/dl on the day prior, and on the day of the call, it was 350 mg/dl. The customer stated that he observed the air bubbles and changed out the reservoir. He stated that in the morning he woke up, and the reservoir was full of air bubbles. He noted that some of the bubbles were about the size of champagne bubbles and others were larger. The customer's mother felt that the issue had to do with the insulin pump. The customer complained of thirst and feeling cold. He advised he would treat with manual injections. Upon troubleshooting, the insulin pump passed the high pressure test and no bent infusion set cannula was found. Advised an entire infusion set, reservoir and insulin change. The mother declined supply replacements and advised that she would back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Two opened and used reservoir were inspected no anomalies noted. During testing no air bubbles were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-81629.